Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, the patient experienced an undefined major adverse cardiac event (mace). The 80% stenosed target lesion was located in the circumflex artery (cx) with a reference vessel diameter that was 3.5mm and the lesion length was 15 mm. A 3.5x16mm liberte stent was implanted. Residual stenosis was 10%. The procedure was a technical success. The patient was discharged one day after the index procedure without anginal complaints or silent ischemia. Medications were asa 160 indefinitely, clopidogrel 75 mg for 12 months and heparin. The patient had experienced a mace. No further data was provided.

Manufacturer narrative:
Date of event: (B)(6) 2007. The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.